Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3389-28, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable electrical lead for unknown indications for use. It was reported that after the lead was implanted the plastic stylet handle broke while removing (clipping it off) from the proximal contact rings of the lead. Some fractions of the stylet handle stuck on the lead in the area of proximal contact 3. The remaining plastic on contact three was difficult to remove. All of the plastic was taken off, however an impedance check found bad, increased, values for contact 3. After the increased impedance values were found it was decided to replace the lead with a new one. The second lead was implanted and the issue was resolved. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis of the lead found the body of the conductor was crushed due to an operational issue. Analysis of the stylet found that the handle was broken due to an operational issue. Other applicable components are : product ID: 3389-28, lot# va1la23; product ID: neu_stylet_acc, serial# unknown. If information is provided in the future, a supplemental report will be issued.